Event description:
Nurse calling for the customer. The customer was getting results between 140mg/dl and 200's mg/dl. The customer was feeling bad and went to the emergency room. Their blood glucose was tested by the hospital and a result of 40mg/dl was received. The customer was treated and released. Unknown what treatment was given. Unknown if controls were in use or not. A request was made for the return of the suspect device and replacement product was sent.